Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. The customer planned to update the pump software and would report if the issue recurred.